Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and calcified arteriovenous fistula located in the forearm. A 4 fr introducer sheath was inserted and a transcend 18 guide wire was advanced. Next, the physician advanced the 6.0mm x 40mm sterling otw balloon catheter across the lesion, inflated the balloon once to 12 atms and the balloon ruptured. The procedure was completed with a 6mm x 40mm symmetry balloon catheter. No patient complications were reported and the patient's status is good.